Manufacturer narrative:
Received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of failed downstream occlusion test. Measured value of 4.61 psi" was unable to be confirmed through functional testing. Performed occlusion test, device occluded at 15.5. Upon further investigation found upstream occlusion sensor (uso) seal buckling. Replaced uso seal and recalibrated downstream occlusion sensor (dso). Performed performance verification tests, unit passed all testing criteria. Unit reset to standard configuration.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the downstream occlusion test with a measured value of 4.61 psi. The event occurred during testing, there was no patient involvement.